Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2028. On approximately 08/29/2025, the cgm was 160 mg/dl while the cgm was 15 mg/dl. The patient felt unwell and shortly after lost consciousness. A family member called for an ambulance. In the ambulance, the patient was given sugar orally and the patient's blood glucose rose to 60 mg/dl. The patient was taken to the hospital and was there for 4 days. No medications were given while in the hospital. When the patient's bg was 160 mg/dl, he was discharged home. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.